Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has discomfort at the ipg site. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the pocket site discomfort was caused by recent weight loss. The ipg was replaced and repositioned via surgical intervention on (B)(6) 2024. Therapy was restored post op.